Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t quantitative on an h232 instrument. The erroneous results were reported outside of the laboratory. The initial troponin t quantitative result on the h232 instrument was 137 ng/l. This result was reported outside of the laboratory. The sample was repeated on an e411 analyzer and the result was 224 pg/ml. The sample was repeated again on the h232 instrument and the result was 216 ng/l. The sample was also tested on a 2nd h232 instrument and the result was 187 ng/l. No adverse event occurred. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
The customer returned their meter with serial number (B)(4). The customer did not return any test strips for investigation. Retention samples of the same lot that customer used were tested on the customer's h232 meter and an h232 meter used at the investigation site. The results of all measurements fulfill requirements. Based on the investigation results, the returned meter (B)(4) can be excluded as the cause of the issue. Since the patient sample was not investigated, interference in the sample is not excluded as a potential cause of the issue. Handling and application processes at the customer site have also not been excluded as potential root causes. It was also noted that the customer uses lithium heparin tubes manufactured by improve medical. Per product labeling, these tubes are not approved for patient sample collection. Using unapproved tubes that are not listed in product labeling could have an effect on the results.